Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a post-operative infection resulting in the decision to explant the device. The device was explanted (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2010.